Event description:
The pt hsd a suprartz injection by an orthopedic physician in 2002 at 10 am. At 7 am the following day pt began having stroke like symptoms including itching, bumping of the face, nose and clumsiness of the right arm. An MRI scan of the brain confirmed the presence of an acute infarct in the left brain stem. Those symptoms persist to date.